Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a missing disc. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have an input disk broken. The input disk was completely detached: input disk #3 was found completely detached from the base of the housing. The complaint regarding a missing disk was confirmed by failure analysis. The probable root cause cannot be determined based on the information provided